Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse was pushing an IV medication dexamethasone when the tubing appeared to get air into the line. The nurse removed the air in line and restarted the infusion via the pump when the pump alarmed "air in line" again. At this time, the nurse noticed that there was a leak in the silicone segment and stopped the infusion. The rn informed the pharmacy department and then called the md to inform her that it appeared that the patient only received less than one-half of the prescribed dexamethasone dose. The rn received an order to administer dexamethasone 20mg pre-medication due to the patient not receiving the full dose of the initial IV push medication. There was no report of patient harm.